Event description:
On 29 may 2025, arjo became aware of the information that the patient pressure sores got worst to stage 3 category. The customer informed that they had four auto logic systems used for that patient treatment, that had inflating issue. The auto logic systems were registered under manufacturer medwatch report numbers/ importer reports numbers: 3005619970-2025-00022 / 1419652-2025-00029; 3005619970-2025-00023 /1419652-2025-00030; 3005619970-2025-00024 / 1419652-2025-00031; 3005619970-2025-00025/ 1419652-2025-00032. All of them are related to the serious pressure sore development. The customer could not established on which system the patient sustained the injury. The customer stated, when a patient is placed in a flat position, the mattress is working correctly, but when placed in a chair position then their buttocks and lower part of back go dippen and are on the hard surface of the bed. The pumps were alarming visually and audibly about the issues with a system. The icons indicating a service need was visible and the icon informing about mattress not fully inflation indicator was also visible.